Event description:
During a pci treatment procedure, the maverick2 monorail 20x3.0 mm balloon rupture at 12 atms on the first inflation. The patient was asymptomatic during the event. The lesion being treated was a calcified, 75% stenotic lesion in the right coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.